Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. D4: batch # 610a11. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded into the device. In addition, 4 sterile reloads and gauze with two staple lines were received along with the device. During the visual inspection, a black piece of plastic was noted stuck in interception from the channel and anvil and upon further evaluation the knife edge was noted damaged with nicks. The reload was received fully fired with damage on the drivers along the cartridge deck. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Device history review: a manufacturing record evaluation was performed for the finished device batch number 610a11, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/28/2023. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) * what is the most current patient health status? The top of the v in the gj staple line leaked & then the division of the jejunum between the joins revealed a defective join. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a ats45 reload misfired. No patient consequences reported. No further information is available.